Event description:
It was reported that a cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and the caller was guided through the pump reset process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.